Manufacturer narrative:
The reported difficult to remove from the anatomy, positioning failure and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught on chordae) appears to be related to patient conditions (chordal and papillary muscle rupture). The reported positioning failure (clip unable to reach desired position) appears to be related to the procedural conditions associated with the difficulty deflecting the sgc tip. Image resolution poor is related to difficulties visualizing the clip while retracting it from left ventricle (lv) to left atrium (la) and is therefore related to procedural conditions. Unspecified tissue injury (chordal rupture) appears to be primarily related to difficulty removing the clip from anatomy and per the physician also indirectly related to the sgc being difficult to curve. Tssue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed and restricted posterior leaflet, along with chordal and papillary muscle rupture. The clip was advanced into the patient and grasping attempts were performed. It was noted that it was difficult to curve the steerable guide catheter in the "+" direction due to the knob not responding adequately. The mr was unable to be reduced and subsequently, the clip was removed. Upon removal, the clip became caught on chordae and subsequently caused a chordal rupture. In the treating physician's opinion the knob issue contributed to the chordae being damaged. The procedure was aborted with no change in mr. There was no clinically significant delay in the procedure. No additional information was provided.